Event description:
The account stated that the cell-dyn 3700 analyzer has generated band and dflt (nlmeb) differential flags and asked the customer support specialist what those flags indicated. The css reviewed the data and explained to the account that a manual differential needs to be reviewed when differential flags are generated per the operations manual. The account stated that the flagged result was released to the physician and as a result, the patient did not receive chemotherapy. The account was asked how long chemotherapy was delayed. The account provided no further information but stated that the patient was redrawn and the results were believable without flags generated. The account did not provide actual results. No further patient information was provided.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer stated that patient results with band suspect population and dflt (nlmeb) suspect parameter flags were reported outside of the laboratory. The customer contacted customer service and support requesting explanation of these flags. The customer technical advocate (cta) requested the patient results for review. The cta explained to the customer what these flags meant and the importance to verify the results with a manual differential. The cta noticed that there were no mpv (mean platelet volume) results available, and explained to the customer that the platelet results must be checked by an alternative method. The customer stated that the result was released to the medical practitioner and the patient did not receive chemotherapy as a result. The customer checked with a manual differential and the platelets were within their normal reference range. The cta pointed out again to the customer that a manual differential is to be performed when a differential alarm goes off. The cta trained the customer in regards to platelet flags and pointed out alternative methods. The instrument performed as intended. The issue was related to the customer not following instructions for a flagged result as indicated in the cell-dyn 3700 system operator's manual. The cell-dyn 3700 system operator's manual, list number 06h89-01, revision f, contains information to address the customer's current issue. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. Based on the current investigation, a product malfunction was not identified for the cell-dyn 3700 analyzer related to the reported issue. Evaluation method: review of complaint tracking and trending; abbott customer technical advocate initiated troubleshooting with customer intervention/training.